Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wire was fractured and was left inside the patient's body. The de novo target vessel was located in the right gastric artery. The patient was brought to the angiography suite and placed in a supine position. Vascular access was obtained through the patient¿s right groin and a local anesthetic was used. Under sonographic guidance, right common femoral arteriogram was performed through the vascular sheath. A 5f catheter was used to access the celiac artery and subsequent angiography was performed. A common hepatic arteriogram was then performed and the left hepatic artery from left gastric artery was catheterized and arteriogram performed. The fathom guide wire was advanced to the right gastric artery via the renegade¿ hi-flo¿ fathom¿ system however, as the guide wire crossed the vessel with an acute angle, it became fractured from mid to distal part. The vessel was very small and it was difficult to remove the wire. Consequently, the wire fragment was left inside the patient's body with the intention of coil embolization. The microcatheter was changed and the renegade catheter was advanced into the middle and angiography was then performed in the hepatic artery. Following confirmation of adequate positioning, a radioactive solution was infused into the middle and left hepatic lobes. The catheters were then removed and contrast injection through the groin sheath was performed. It was noted that the procedure went well with no immediate complications and the patient's condition was stable. The patient was transported to nuclear medicine for further imaging and observation.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire only. No renegade micro-catheter was returned. It was noticed that the distal end of the guidewire was detached and approximately 11cm was missing and not returned. Microscopic evaluation showed that the tip looked to fracture at the laser cuts due to tensile or torsional overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the wire was fractured and was left inside the patient's body. The de novo target vessel was located in the right gastric artery. The patient was brought to the angiography suite and placed in a supine position. Vascular access was obtained through the patient¿s right groin and a local anesthetic was used. Under sonographic guidance, right common femoral arteriogram was performed through the vascular sheath. A 5f catheter was used to access the celiac artery and subsequent angiography was performed. A common hepatic arteriogram was then performed and the left hepatic artery from left gastric artery was catheterized and arteriogram performed. The fathom guide wire was advanced to the right gastric artery via the renegade¿ hi-flo¿ fathom¿ system however, as the guide wire crossed the vessel with an acute angle, it became fractured from mid to distal part. The vessel was very small and it was difficult to remove the wire. Consequently, the wire fragment was left inside the patient's body with the intention of coil embolization. The microcatheter was changed and the renegade catheter was advanced into the middle and angiography was then performed in the hepatic artery. Following confirmation of adequate positioning, a radioactive solution was infused into the middle and left hepatic lobes. The catheters were then removed and contrast injection through the groin sheath was performed. It was noted that the procedure went well with no immediate complications and the patient's condition was stable. The patient was transported to nuclear medicine for further imaging and observation.